Manufacturer narrative:
Block b3: exact date unknown, event occurred two to three months prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) had become superficial and was causing pain and tenderness at the pocket site. The patient underwent a revision procedure wherein the ipg was repositioned deeper. The patient was doing well postoperatively and the ipg remains implanted and in use.